Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2003519) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 47-year-old female patient who had essure (ess205) (batch no. 622307) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), musculoskeletal pain ("joint and muscle pain"), mineral deficiency ("mineral deficiencies"), hypovitaminosis ("vitamin deficiencies"), metrorrhagia ("bleeding between periods"), autoimmune thyroiditis ("chronic hypothyroidism for 4 years / thyroid disease: hashimoto"), extrasystoles ("extrasystoles"), arrhythmia ("cardiac arrhythmia"), dizziness ("dizziness"), dyspnoea ("breathing difficulties"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), restless legs syndrome ("lower limb restlessness"), pruritus ("itching"), visual impairment ("visual disturbances"), depression ("depressive disorders") and malaise ("malaise") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced glucose tolerance impaired ("pre diabetes"), folate deficiency ("folic acid deficiency"), vitamin d deficiency ("vitamin d deficiency") and iron deficiency ("iron deficiency"). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, fatigue, sleep disorder, weight increased, musculoskeletal pain, mineral deficiency, hypovitaminosis, metrorrhagia, autoimmune thyroiditis, extrasystoles, arrhythmia, dizziness, dyspnoea, amnesia, disturbance in attention, restless legs syndrome, pruritus, visual impairment, depression, malaise, glucose tolerance impaired, folate deficiency, vitamin d deficiency and iron deficiency outcome was unknown. The reporter considered amnesia, arrhythmia, autoimmune thyroiditis, depression, disturbance in attention, dizziness, dyspnoea, extrasystoles, fatigue, folate deficiency, glucose tolerance impaired, hypovitaminosis, iron deficiency, malaise, menorrhagia, metrorrhagia, mineral deficiency, musculoskeletal pain, pruritus, restless legs syndrome, sleep disorder, visual impairment, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: pre-diabetes treated, compensated folic acid, vitamin d and iron deficiencies. In progress: allergy tests to metals present in the implant, x-ray of the abdomen. Expectation: removal of implants (appointment with gynaecologist (B)(6) 2020) lot number:622307 manufacturing date: 2006/12. Expiration date: 2008/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) year old female patient who had essure (ess205) (batch no. 622307) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), musculoskeletal pain ("joint and muscle pain"), mineral deficiency ("mineral deficiencies"), hypovitaminosis ("vitamin deficiencies"), metrorrhagia ("bleeding between periods"), autoimmune thyroiditis ("chronic hypothyroidism for 4 years / thyroid disease: hashimoto"), extrasystoles ("extrasystoles"), arrhythmia ("cardiac arrhythmia"), dizziness ("dizziness"), dyspnoea ("breathing difficulties"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), restless legs syndrome ("lower limb restlessness"), pruritus ("itching"), visual impairment ("visual disturbances"), depression ("depressive disorders") and malaise ("malaise") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced glucose tolerance impaired ("pre diabetes"), folate deficiency ("folic acid deficiency"), vitamin d deficiency ("vitamin d deficiency") and iron deficiency ("iron deficiency"). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, fatigue, sleep disorder, weight increased, musculoskeletal pain, mineral deficiency, hypovitaminosis, metrorrhagia, autoimmune thyroiditis, extrasystoles, arrhythmia, dizziness, dyspnoea, amnesia, disturbance in attention, restless legs syndrome, pruritus, visual impairment, depression, malaise, glucose tolerance impaired, folate deficiency, vitamin d deficiency and iron deficiency outcome was unknown. The reporter considered amnesia, arrhythmia, autoimmune thyroiditis, depression, disturbance in attention, dizziness, dyspnoea, extrasystoles, fatigue, folate deficiency, glucose tolerance impaired, hypovitaminosis, iron deficiency, malaise, menorrhagia, metrorrhagia, mineral deficiency, musculoskeletal pain, pruritus, restless legs syndrome, sleep disorder, visual impairment, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: pre-diabetes treated, compensated folic acid, vitamin d and iron deficiencies. In progress: allergy tests to metals present in the implant, x-ray of the abdomen. Expectation: removal of implants (appointment with gynaecologist (B)(6) 2020). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.